Event description:
The patient had been experiencing increased spasticity and spike in temperature. A catheter dye study showed the catheter to be fine. Under fluoro, the pump showed a stall. The pump was explanted.